Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly and boluses were delivered properly during testing. The pump was received with a cracked reservoir tube lip. The motor was tested outside the device and passed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had additional damages such as a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was not getting any insulin. The first time she called, the pump did not scroll down to show all the alarms. Customer was shipped another pump but was still not getting insulin. Customer's blood glucose was over 600 mg/dl. Customer had to start taking injections to get her blood glucose under control. Customer stated that she treated with a syringe. Customer was also sent new reservoirs and quick sets. Customer stated that her blood sugars have been perfect ever since. In the previous call, the customer stated that the piston was not moving and the numbers were scrolling. Troubleshooting was performed and the pump passed the displacement test. Customer was sent a replacement pump because she did not feel comfortable with the pump.